Event description:
It was reported that a malfunction alarm occurred with a displayed malfunction code of "malf 0," but there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After following these instructions, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any further issues arose, which the caller understood and acknowledged.